Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after they experienced syncope and seizure like activity. The right ventricular (rv) lead exhibited high thresholds, oversensing-noise on high rate non-sustained episodes, and pacing inhibition. The lead was reprogrammed to maintain capture, detections were turned off, and the patient was admitted. The following day, the lead exhibited loss of capture. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.